Event description:
Left total hip arthroplasty performed in 2001. Report states pt subsequently sustained three hip dislocations/closed reductions. Add'l surgery performed in 2002, to replace acetabular components and modular head.